Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that patient¿s ipg was protruding and causing pain. It was also noted that area around the implant was red and warm to touch. As a result, patient underwent a surgical procedure on (B)(6) 2018 to make ipg pocket site deeper.

Event description:
Further follow up revealed that ipg pocket revision resolved the issue of pain at ipg site. Patient has effective therapy.